Event description:
It was reported that the device became detached from the core wire in the laa. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa. While checking release criteria the closure device became detached from the core wire. The device remained in the laa before the physician successfully snared and removed the device from the patient. The procedure was continued with a new wds and successfully completed with a closure device implanted in the laa of the patient. There were no patient complications or consequences that were reported to have occurred.